Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported the batteries and power enclosure charger were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the batteries on the imaging system held an insufficient charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
The charger was returned to the manufacturer for further analysis. Functional, visual, and performance testing were conducted. Testing confirmed reported problem and showed that node 12 was not charging. Forcing the node on resulted in charged and indicated the voltage sensor was not functioning. No further action required.